Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: case report: a case suffered acute cerebral infarction after removal of temporary cardiac pacing lead which led to the perforation of interventricular septum. Frontiers in cardiovascular medicine. 2024. 11:1429480. Doi: 10.3389/fcvm.2024.1429480. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an acute cerebral infarction after removal of a temporary pacing lead. The authors described a patient who was administered a temporary implantable pulse generator (ipg) for three days and was admitted for a permanent ipg implant. Prior to the permanent implant, an echocardiogram noted the tip of the temporary lead had perforated the interventricular septum and the patient had a small amount of pericardial effusion. The next day, the permanent lead and ipg were implanted, and the pericardial effusion remained. Approximately sixteen hours after the procedure, the patient experienced vomiting, vague speech, cold sweats, consciousness reduction, and involuntary movements. A cerebral computerized tomography (CT) scan was performed and showed an infarction in their right cerebellum. The patient was transferred to neurology for further treatment. The device and lead remain in use. No additional adverse patient effects were reported.